Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The display board cable was reseated to resolve the issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The customer reported a malfunction resulting in the loss of display. There was no report of patient involvement.